Event description:
One endeavor sprint rapid exchange (rx) drug-eluting stent was implanted to the mid rca. Pt was asymptomatic / free of symptoms at 30 day and 6 month follow up. Stent thrombosis of the mid rca was reported to have occurred approximately 8 months following index procedure. An angiography was performed and stent thrombosis of the study stent was confirmed. Stenosis diameter was reported as greater than 70%. Angina is reported as an associated clinical sign and symptom. Pt was taking asa and ticlopidine / clopidogrel 24 hours prior to the event. Revascularization was performed as a result. A ptca revascularization of the mid rca is reported to have occurred approximately 2 days after the reported stent thrombosis, due to restenosis after previous ptca. Two stents were implanted overlapping in the mid rca; one other brand and one driver rx bare metal stent (bms). Investigator reported that event was related to the study stent. Pt was asymptomatic / free of symptoms at 1 year and 1.5 year follow up's. There was a balloon only revascularization of the mid rca carried out approximately 31 months post index procedure. The revascularization was to treat restenosis after previous ptca. Investigator has indicated that the event was not related to either the study stent or the study procedure. Pt was asymptomatic / free of symptoms at 2 year and 2.5 year follow up's. (Ref MFR report# 2953200-2009-00829).

Manufacturer narrative:
(B)(4). Eval, results: restenosis of the dilated artery.